Event description:
In 2007 at approximately 1am, the patient stated that her infusion device has been alarming with 04 (occlusion) during boluses. To troubleshoot, the patient was instructed to disconnect from her infusion site and to perform a bolus. The infusion device alarmed 04. The infusion tubing had been in use for 1 day. The patient was instructed to remove the infusion tubing from the infusion device and she was able to perform a bolus without error. The patient was instructed to attach a new infusion tubing to the infusion device and she was able to prime without error. She then reconnected to her infusion site and bolused 3.5 units of insulin to lower elevated blood glucose. The patient stated that her blood glucose measured 411 mg/dl and she was very thirsty. She stated that her blood glucose had been elevated all day. Her normal blood glucose range is 80-120 mg/dl. Upon follow up later the same day, the patient stated that her blood glucose had returned to normal and she had experienced no further errors. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.